Event description:
Medtronic-portsmouth engineers opened one device for testing purposes, it was noted that the device tip coating was missing on one side. Tip coating missing unrelated to testing performed by engineers and remaining devices pulled from stock at the same time were fine. No surgery involved, no patient involved

Event description:
In-house engineers opeend one device for testing purposes and it was noted that the device tip coating was missing on one side. Tip coating missing unrelated to testing performed by engineers and remaining devices pulled from stock did not have same issue.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4) testing performed: visual inspection device: peak plasmablade 4.0 product p/n: ps200-040 lot# 57272 qty: 1 expiration date: 2015/08 the device was enclosed in a plastic bag with the original device packaging included. The packaging was opened. There was no packing material or shipping box due to the complaint being initiated internally. The original tyvek lid was enclosed along with the tip protector and plastic tray. The lot number on the tyvek lid was confirmed to match the lot number listed in gch. The device appeared to have not been used. There was no evidence of blood on the body of the device or charring on electrode. There were no missing parts from the device. The coating on the blade looked abnormal. Coating found in tip protector. Investigation conclusion: porosities distribution, minimum layer thickness and adhesion of the glass coatings might have played a major role on the failure of coating. Loss of adhesion could be related to plasma generation through the coating and/or differing thermal expansion/contraction between coating and substrate. See blade failure analysis powerpoint document for further details. Additional analysis performed: lot 57272 observations: large area of enamel missing from the flat surface of the top side of the blade. Minimum layer thickness is about 0.001 inch; minimum specification is 0.003 inch. Excessive distribution of porosities were observed in the coating; largest porosities are equal to the size of enamel coating thickness. Due to thin and porous coating, plasma was generated not only at the edges but all over the surfaces. Coating lost adhesive bonding with the substrate. Conclusions: porosities distribution, minimum layer thickness and adhesion of the glass coatings might played a major role on the failure of coating loss of adhesion could be related to plasma generation through the coating and/or differing thermal expansion/contraction between coating and substrate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.